Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the curved-tip sureform 45 stapler with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the curved-tip sureform 45 stapler tip was no longer opening. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the curved-tip sureform 45 stapler with an alleged issue to perform failure analysis. Upon inspection, the I-beam was manually driven out and was found with lodged staples in the I-beam indicator window, likely causing the high drivetrain friction failures during initialization. The curved-tip sureform 45 stapler instrument was found to have a high drivetrain friction initialization failure based on log review and during in-house testing, preventing the stapler from entering into following. The probable root cause is attributed to loose staples from firing across staple lines or not having a full bundle of tissue between the jaws during use. Loose staples that do not go into tissue can be dragged into the I-beam slot as the I-beam retracts during unclamping. Increased drive train friction during calibration due to a staple lodged in the path of the I-beam can prevent the instrument from registering the reload color, which then results in an initialization failure.

Event description:
Refer to h11 for follow-up information.